Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; symptomatic malpositioning of the implant.

Event description:
The patient had si joint arthrodesis at least six months ago where three implants were placed. The patient had pain relief for at least six months following the initial procedure but later reported pain complaints. The surgeon determined that there was a small fracture near the foramen where the cranial implant was positioned. Medical assessment was for symptomatic malposition of an implant. This is a low severity and low occurrence event. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the cranial positioned implant. The patient's pain complaints resolved following the revision procedure.